Event description:
The pt received ER treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed crack in the battery compartment housing but demonstrated that insulin delivery was functioning within required specifications and delivery accuracy.